Event description:
It was reported that the patient with an artificial urinary sphincter (aus) started experiencing recurring incontinence approximately two years after aus implantation. It was identified that the urethra has atrophied. A revision surgery was performed, the physician located a thicker portion of the urethra proximal to the previous cuff location and implant the patient with a 4.0cm cuff. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.